Event description:
It was reported that the patient presented to the emergency room after receiving three inappropriate shocks. It was noted that the shocks may have been atrial driven. The ICD remains in use, but is nearing elective replacement indicator (eri). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).